Event description:
Pt never had good pain control post implant of the device. At first refill the residual amount removed from the pump exceeded the expected amount. Pump refilled and reprogrammed. Pt had some relief but pump at next refill again had too large residual. Pump tested with rotor test and found to not be functioning correctly. Catheter also found to be kinked. Device replaced and pt is now doing well, receiving pain relief and getting medication dose regulated.